Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that since the day prior to the report, the patient could not get her implantable neurostimulator (ins) to start charging. The patient stated that her ¿ins was out¿ and she knew that she needed to charge the system. It was then noted that ¿something blinked so fast on her screen¿; however, she could not catch the icon on there and the recharger would not go to the charge screen. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. The manufacturer representative (rep) reported that the patient had complications with recharging the ins in the past, and then the pt finally gave up trying to charge the ins. Per the patient, the ins had not been used in approximately 1 year. The ins was now in overdischarge. The rep met with the pt on (B)(6) 2022 to interrogate it, but they couldn't get the tablet to communicate with it. The patient's neurosurgeon wants to see if the ins can be charged up in order to test impedances and to see what kind of efficacy they could get before considering replacement. The rep was scheduled to meet with the patient in (B)(6) 2022. No surgery has been planned or scheduled as of (B)(6) 2022. Additional information was received from the manufacturer representative (rep). It was reported that the patient called to say thatshe is not interested and will not jump her overdischarged battery. She is only interested in a full system replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient called to say that she is not interested and will not jump her overdischarged battery. She is only interested in a full system replacement. Additional information received. Rep reported surgical intervention not planned yet. Patient had appt set to see hcp (B)(6) 2022.